Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.